Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported the automatic impella controller (aic) had a controller failure alarm. After multiple attempts to restart the aic another controller was used with no report of harm to the patient.

Manufacturer narrative:
The investigation for the reported aic - controller failure (red alarm) issues has been completed. The impella device has been returned for evaluation. The cause of the controller failure alarm was a defective impellatronic board. The cause of the defective impellatronic board is unknown.